Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 the patient underwent the following procedures: 1. L4-5 posterior spinal fusion decompression, 2. L5 laminectomy, 3. L4-5 interbody fusion, 4. Alphatec instrumentation to treat following pre-op diagnosis: l4-5 degenerative disk disease status post previous l4-5 diskectomy. On (B)(6) 2007 the patient underwent the following procedures: 1.l3-s1 posterior spinal fusion, l3-4, l5-s1 interbody fusion. Alpha-tec spinal instrumentation l3-1 to treat the following pre-op diagnosis: adjacent level deterioration, status post previous l4-5 fusion, decompression. Op notes: the hardware was removed at l4-5. Then the surgeon proceeded to culture the screw tracks. Then he proceeded to re-explore the l4-5 level. A gill laminectomy was then performed at l5. The patient did have significant scar tissue that was mobilized. Patient had left greater than right foraminal stenosis at the 5-1 junction. A 12mm cage followed by allograft and autograft chips was then impacted. Then working rods were removed. Two pre-bent 90mm rods were then placed. Compression was applied across the interspaces. Final tightening was performed. Cross connector was placed at the l3-4 junction. The transverse processes of l3, 4, 5 and s1 decorticated earlier using rhbmp-2/acs bone graft and there was approximately 120ml of allograft chips and 10 ml of grafton putty. This was placed bilaterally completing my posterolateral fusion. Thrombin-soaked gelfoam was placed over the thesac sac. There were no complications noted. No spinal cord changes noted.